Event description:
The manufacturer received information alleging a bipap synchrony alarmed and shut down while in patient use. The patient was taken to the hospital by ambulance. It is unknown what medical treatment was required for the patient. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a bipap synchrony allegedly alarmed and shut down while in patient use. The patient was taken to the hospital by ambulance. It is unknown what medical treatment was required for the patient. The device was returned to the manufacturer's service center for evaluation. Although an error which indicates a ventilator inoperative condition occurred, the manufacturer was no able to duplicate the ventilator inoperative condition. The main pca was replaced to address the issue.